Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of atelectasis treated with medication. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced atelectasis and was treated with medication. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values. Visit date: (B)(6) 2014. Pre-bronchodilator, fev1: 2.06, fev1 % predicted: 75.00, fvc: 3.25, fvc % predicted: 95.00. Post-bronchodilator, fev1: 2.26, fev1 % predicted: 82.00, fvc: 3.30, fvc % predicted: 96.00.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of atelectasis treated with medication. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced atelectasis and was treated with medication. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values. Visit date: (B)(6) 2014. Pre-bronchodilator- fev1: 2.06; fev1 % predicted: 75.00; fvc: 3.25; fvc % predicted: 95.00. Post-bronchodilator- fev1: 2.26; fev1 % predicted: 82.00; fvc: 3.30; fvc % predicted: 96.00. Additional information received as of september 10, 2014. The reported event of atelectasis was reported to have resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.